Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and bent. Dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was stretched and had a break at the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to placement difficulty. This rv lead was never in service. No adverse patient effects were reported.